Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was having trouble with the implantable neurostimulator. It has not worked for some time, and it would not recharge. The patient also has severe pain and swelling at the implant site starting at the beginning of february 2019. There were no further complications reported.